Event description:
It was reported that the pump's wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.